Event description:
Procedure: hernia. According to the reporter: on (B)(6) 2010, the surgeon had previously repaired an incisional hernia with a piece of parietex composite 3020os. She had to reoperate on the same patient as the patient had adhesion where the bowel was stuck together and on re-operating it was noted that there were adhesions that were also attached firmly to the mesh. She divided the adhesions and completed the surgery. Current status: (the patient was having a gastric sleeve), the patient was closed without any other mesh implanted with plans to eventually reoperate after weight loss to repair the incisional hernia again.

Manufacturer narrative:
Tracking number: (B)(4).